Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative confirmed with patient that the bluetooth was enabled, then instructed patient to reset smart device, uninstall\reinstall g5 application and manually enter transmitter ID which was unsuccessful. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could not confirm the report of transmitter not pairing with the g5 application. No additional patient or event information is available.